Manufacturer narrative:
This medwatch is submitted to send the additional information received and the result of the investigation of this complaint. Product was not returned to the manufacturer. No examination could be performed. From information provided, based on the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is related to user error as surgeon pushing back the disc too far. The surgeon probably did not follow the instructions mentioned in the surgical technique. As indicated in st: if after removing the peek cartridge, one or both of the plates require adjustment, the plate impactor (tamp; mb942r) can be used to adjust the posterior position of an individual plate. Confirm position under fluoroscopy before and after plate adjustment. Orient the longer lip of the tamp toward the anterior face of the mobile polyethylene insert. Gently mallet the handle of the tamp to push the plate posterior. The investigation found no evidence to indicate device issue. Root cause : mishandling during the use of instrument - surgeon pushed the disc too far . H3 other text : product not returned.

Event description:
Mobi-c p&f us : burned 3 implants due to the tamp. As reported, dr (B)(6) burned 3 implants in his last case due to the tamp and wants zb to assist him with a custom one. Additional information was received on may 22nd 2019: surgeon simply kept tamping to get the perfect position and then tamped superior endplate too posterior and decided to remove it. Did it at both levels he was performing additional information was received on june 17th 2019: the case was a 2 level mobi-c, for c5-6 and c6-7. The problem occurred in both levels, surgeon tried tamping the implants into his perfect position but ended up advancing too far. They tried pulling it back but surgeon ended up removing the implant and tried again. Patient was not harmed and is in good health. Surgery was performed at (B)(6). The lot number of instrument mb942r is not available. Surgery was completed using another mobi-c implant. No delay of more than 30 minutes. No contributing conditions related to the event. Surgical technique was followed, but the tamp is designed in a way that hits the implant into kyphosis upon impact. Surgeon¿s only complaint regarding the mobi-c instrumentation. Surgeon used flouro to check positioning of the mobi-c device. No plate was used. Surgeon does not use too much force, he is just picking on the implants positioning. No per-op / post-op images. Additional information: instrument mb942r is fine. He just impacted pushing back the disc too far. I have about 5 of these devices. He just doesn¿t like the design. I¿m glad to pick one and send it back but that seems silly. Our specials team is aware of his dislike for this instrument and is in the processing stage of the manufacturing process for a design more suited to his technique.

Event description:
It was reported that during surgery, the surgeon inserted the implants past the point he had intended 3 separate times due to over-tamping on the impactor. There was no patient harm or impact on surgery due to the event.

Manufacturer narrative:
Additional information: UDI number and results and conclusion codes. The mobi-c plates impactor was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Additional information and product return were requested. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : wasted 3 implants due to the tamp. As reported, surgeon burned 3 implants in his last case due to the tamp and wants zimmer biomet to assist him with a custom one. Additional information was received on may 22nd 2019: surgeon simply kept tamping to get the perfect position and then tamped superior endplate too posterior and decided to remove it. Did it at both levels he was performing. No information received on patient impact . Additional information and product return were requested.